Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. The customer reported a malfunction of the pressure sensors. Found during regularly scheduled test. No patient involvement. Distributor has pulled device from clinical use until device can be repaired.

Manufacturer narrative:
(B)(4). Device was requested for return to manufacturer for analysis and repair of device. Customer also advised that the repair of this particular model requires tooling only available at the manufacturer's facility. However, customer is stating that the repairs must be done at their location. Will continue to request devices for analysis and repair and will submit findings in a follow-up submission when obtained. Distributor has pulled device from service pending repair of the device.